Manufacturer narrative:
Correction report being filed to correct field b5. Describe event or problem.

Event description:
It was reported that during a device changeout procedure when this chronic right ventricular (rv) lead was connected to the new pulse generator, loss of capture was observed. Upon opening the pocket, it was discovered the lead was not fully inserted into the device header (i.e., the end of the terminal pin was not seen at the back of the header port); however, it had been firmly in place and passed a tug test prior to the pocket being closed. Pacing system analyzer (psa) testing was completed which also showed loss of capture when programmed to bipolar mode. Additionally, passive manipulation of the lead near the connector resulted in noise. This lead was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure when the physician connected the right ventricular (rv) lead to the pulse generator there was observations of loss of capture. Upon opening the pocket, the lead was not fully inserted, and the pin was recessed and not visible however, it was firmly in place when traction was applied. Pacing system analyzer (psa) testing was performed which showed loss of capture when programmed to bipolar mode. Additionally, there was noise during massive manipulation of the lead near the connector. The physician decided to extract the lead and implant a new lead. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.